Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise and high pacing impedance. This resulted in muscle stimulation and patient discomfort. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.